Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site:8021545.

Event description:
It was reported that patient reported infusion set leaks and there was stress and pull on the tubing on (B)(6) 2026. No further information is available.